Manufacturer narrative:
Concomitant medical products: biotronik lead implant: (B)(6) 2012, biotronik lead implant: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and drainage was noted at the cardiac resynchronization therapy defibrillator (crt-d) system and absorbable envelope implant site. The patient was seen on approximately one month post operative and a small amount of swelling and redness. A dime sized area of eschar was noted and suspected to be due to a possible reaction from the tape at the site previously. At the patient's two month follow up visit, the incision site appeared to be healing well and the swelling had resolved but the eschar remained. Approximately ten days after that visit, it was noted the eschar area opened up with a scant amount of serosanguinous amount of drainage. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.